Event description:
During review of device in-house programming data a high impedance reading was observed on . Review of the programming history showed that the device was not programmed off after observing the high impedance. No additional information is known at this time.

Manufacturer narrative:
Device failure is suspected.